Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were sodium 145 mmol/l and chloride 86 mmol/l. These results were auto-accepted and reported outside the lab. A second sample came in later that day and the sodium result was 131 mmol/l with a delta check. The customer then repeated the first sample and the sodium result was 130 mmol/l and chloride result was 97 mmol/l. The repeat results were believed to be correct. The customer did not know if the patient was adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the wash rinse nozzle was sticking in the up position. He cleaned the nozzle and adjusted the tubing so the nozzle could spring back freely. He verified the gear pump pressure and all rinse levels were good. He ran precision testing with control material. The investigation found the repeat results recovered in the opposite direction than the initial results. Possible causes for this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode. It was noted the rinse nozzle sticking in the up position would have caused erroneous results for clinical chemistry assays as well as the ise assays due to insufficient cell cleaning.